Event description:
It was reported that the patient had a sharp pain where the leads enter the heart. The patient asked about the symptoms of a "pulled wire". The manufacturer's device implant record indicates the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a sharp pain where the leads enter the heart. The patient asked about the symptoms of a "pulled wire". The manufacturer's device implant record indicates the lead is still in use. The patient further reported feeling "electrocuted" during in office testing that goes on for "two minutes". Then patient doesn't feel "right" for six weeks afterwards and can feel "arrhythmias". Follow up was conducted and the patient has not been seen in the office for several years. No patient complications have been reported as a result of this event.